Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery during the manual prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery issue. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The caller did not have another infusion set for testing. The caller was advised to change the infusion set and reservoir as soon as possible. No products were returned or replaced.